Event description:
On october 26th, 2023, fujifilm healthcare americas corporation was informed of an event involving eg-760r. The automated endoscope reprocessor failed 9 of the 10 cycles, stating the air channel was blocked. On october 20th, 2023, the scope failed 3 times with the air channel blocked and finally passed on the 4th time. On october 23, 2023, the scope failed 6 times with the same issue, unable to pass the aer at all. The blocks, basins, and aer were switched and the scope would not pass. It is unknown what part of the scope had an issue. There were no organisms identified. The scope passed the channel check. There was no patient involvement.